Event description:
The account alleged that the brake mode is hard to set then if the bed is moved while brakes are set it will pop out of brake mode. No injury reported.

Manufacturer narrative:
The account found the brake caster supports on the foot end of the bed are cracked.